Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an issue as counterpulsator repair, replacement of the power supply.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9(device available for eval), d10, e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings,, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: e1(event site address), g2, h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the problem was confirmed through analysis of the device logs. Troubleshooting was performed and the pcb, motor controller was replaced. Internal wiring was verified for correctness. The motor was disassembled and all its components were checked for correct assembly. Pressure transducers were calibrated. Functional checks and diagnostic tests were performed. Repair completed successfully. The device passed all performance and safety tests according to the manufacturer's specifications.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) had an alarm 'electrical test fails - code 50'. There was no patient involved.